Event description:
On (B)(6) 2010, the patient reported that on (B)(6) 2010, at 3am, her insulin infusion device displayed an e4 (occlusion) error and, when she cleared the error, her device displayed an e8 (power interrupt). She stated after trying several times to clear the error, she removed her device battery and went back to sleep. This morning she put the battery back in her device and inserted another infusion set. She said that when she first started using her device around (B)(6) 2009, she suddenly noticed the battery cover had come off and the battery had fallen out. She could not find the battery or cover so she inserted a new battery and cover. She stated she had not taken the battery cover off since she began using her device. She said she did not know how long the battery had been out, but did not have any blood glucose issues as a result. She was advised to switch to her backup device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device and battery cover were requested to be returned for evaluation.